Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the returned serial cable. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
On (B)(4) 2013, it was reported that the physician was having problems with their programming system intermittently interrogating. However, all the patients were successfully interrogated. The manufacturer's consultant confirmed that the handheld was not plugged into the wall and that the 9v battery was fine as the green power light stayed on for well over 25 seconds. He noticed that the serial cable appears to have been hanging off a table, so he switched the serial cable with his own (which was confirmed to be working properly) and the demo generator was successfully interrogated. It was believed that the serial cable was causing the communication problems. When the consultant used his own handheld and wand, and physician's serial cable, the demo generator could not be interrogated. Attempts for the return of the serial cable have been made and it is expected to be returned to the manufacturer for product analysis but it has not been received to date.

Event description:
Additional information was received on (B)(6) 2013 when the serial cable was returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.